Event description:
In 2008, the pt reported an elevated blood glucose reading of 348 mg/dl with his normal range being 115-120 mg/dl. His symptom was dry mouth. He stated he needed help in delivering a bolus as he could not recall the instructions on how to use the standard bolus feature on his insulin infusion device. The instructions for the standard bolus feature was reviewed with the pt, and he successfully delivered a 1.0 unit bolus of insulin. He stated, he still needs to bolus another 6.0 units of insulin but will do so later. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.